Manufacturer narrative:
A specific cause for the reported hemorrhagic stroke, and a correlation to the device could not be conclusively determined. The pt experienced a hemorrhagic stroke, and expired. The pts inr was 3.3 and they did not believe that the stroke or death were pump related. No autopsy was performed and the pump was not explanted. No product was available for investigation. A review of the device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. A pt outcome was entered, which indicated the pt expired due to "neuro" and the doctor stated that the pt's death was not related tot he lvad. Further follow up indicated the pt had a hemorrhagic stroke, but it was not believed to be related to the lvad. The pt's inr was 3.3 at the time of the event. No autopsy was performed and the pump will not be explanted.